Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on, after it was exposed to water. There was moisture present within the meter. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the pump does not power up and was unable to download black box and history or to complete steps on investigation check list. Leak test failed due to cracked battery compartment, under the grip. Removed grip to see crack. Battery compartment crack runs from the threads to the case seal. The crack is light at the threads and case seal, and wide open under the grip. Corrosion was evident in the battery compartment and on battery cap spring. Battery cap measurements were within specifications. Removed pump from case and corrosion was evident on both side of the printed circuit board under display and the underside of the display.